Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure ((B)(6) 2018), two resolute onyx drug-eluting stents were implanted in the lad. Approximately 11 months post procedure, patient suffered right bundle branch block which is reported to be associated to non target vessel myocardial infarction. Investigator and sponsor assessed event is not related to device or anti-platelet medication. Cec adjudicated event as a non-q-wave mi of unknown vessel, 3rd udmi spontaneous.